Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event that occurred on (B)(6) 2014. Patient reported that she experienced a burning sensation at the sensor insertion site while undergoing an "evoke potential somatosensory neuro electro testing" procedure. Patient stated that she is allergic to the sensor wire. Sensor was inserted in the patient's arm. Patient stated that she was admitted to the emergency room and underwent surgery to remove the sensor wire. Patient stated that she has a one-inch wide cut, that was closed with stitches. Patient stated that she was okay, and concerned about scarring.

Manufacturer narrative:
(B)(4).